Event description:
Patient allegedly received a filter due to deep vein thrombosis (dvt) in the left leg followed by a complex, percutaneous retrieval on (B)(6) 2020. Patient is alleging migration, vena cava and organ perforation, fracture, perforation butting an organ and complex retrieval. Patient notes and further alleges experiencing "I live with the anxiety of having a fractured strut of the filter that has perforated my l3 vertebral body, but that cannot be retrieved without a serious surgery, despite a previous failed attempt", depression, post traumatic stress disorder (ptsd). Per the successful ivc filter retrieval: "scout image showed multiple ivc filter legs extending beyond the ivc filter wall. Inferior vena cavagram was performed which showed the ivc apex and hook below the renal vein inflow". Several attempts were made at snaring the ivc filter hood without success secondary to endothelialization of the hook and filter apex. Therefore blunt dissection was performed with bronchial biopsy forceps. The filter apex and hook were finally released and removed through the 16 f sheath. Fractured ivc legs were also removed individually with exception of the fractured leg which was extraluminal and imbedded in the adjacent lumbar vertebral body. One of the fractured legs migrated into the right atrium but was successful retrieved using a trilobed snare without complications". "Complex infrarenal caval filter removal. No significant thrombus was noted in the inferior vena cava or the filter prior to retrieval. No evidence of extravasation. The filter was removed as described. Left common iliac vein and external iliac vein venoplasty with stent reconstruction and left common femoral to femoral vein venoplasty. There was resolution of the large venous collaterals with improved inline flow at the conclusion of the case".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedded, migration, depression, anxiety, post-traumatic stress disorder. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported depression, anxiety, post-traumatic stress disorder is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter in 2009. The patients' filter fractured. The filter also perforated through the ivc. One strut of the filter perforated patients' aorta, a second strut abutted patient right psoas muscle, and a third strut abutted the periphery of the diaphragmatic crus. Further, one fractured strut of the filter perforated patients' l3 vertebral body. Due to the filter¿s failure, the patient underwent a complex retrieval procedure that removed most of the filter, but not the fractured strut that perforated patient l3 vertebral body, which remains in patients' body. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: fracture, organ/vc/aorta perforation, complex retrieval (retained strut). Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.